Event description:
The reporter contacted animas on (B)(6) 2014 reporting an occlusion issue. The reporter stated that the patient had a blood glucose (bg) of 400 mg/dl with polydipsia, polyuria, and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hyperglycemic event the patient experienced due to an alleged occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.